Event description:
It was reported that during a recanalization procedure in the iliac vein via the left popliteal artery, the catheter allegedly had overheated. It was further reported that the catheter allegedly broke while in the patient. Reportedly, catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A set aspirex catheter and guidewire were physically investigated. During physical investigation guidewire was found broken at the tip and mangled at the break point. Rotation of helix worked without flushing, nominal aspiration level was achieved. The reported images were reviewed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. Photo, images and video were also provided for review. A set aspirex catheter and guidewire were physically investigated. During physical investigation guidewire was found broken at the tip and mangled at the break point. Rotation of helix worked without flushing, nominal aspiration level was achieved. The reported images were reviewed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the iliac vein via the left popliteal artery, the catheter allegedly had overheated. It was further reported that the catheter allegedly broke while in the patient. Reportedly, catheter was removed. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the iliac vein via the left popliteal artery, the catheter allegedly had overheated. It was further reported that the catheter allegedly broke while in the patient. Reportedly, catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. However, photo, video and images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2024).